Event description:
According to the info received, the pt began experiencing episodes of lymphadenitis in the groin area about twice a year. Physician feels the testicular implant maybe leaking, probably causing the infections.